Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the electrocardiogram (ECG) did not work on the programmer. The caller was advised to contact their local representative from the manufacturer for repair of the programmer. No patient complications have been reported as a result of this event.